Manufacturer narrative:
Investigation summary: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The retain samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty to attach the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order (B)(4).

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had foreign matter, which caused connection issues. This was discovered during use. The following information was provided by the initial reporter: the luer where the needle is attached is with excess of material. It causes not a proper connection of the syringe.